Event description:
A pt reported experiencing inaccurate high results with a otbe meter. The pt's blood glucose results were 355mg/dl, 290mg/dl, 195mg/dl, 193mg/dl. Tests were done within 5 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.